Event description:
It was reported to philips that the wired footswitch was not functioning. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The issue occurred during the clinical procedure, and the procedure was completed by moving the patient to another available room. The philips field service engineer (fse) inspected the system onsite and found that the wired footswitch was not functioning. Upon troubleshooting, the fse found that the connection to the table was loose. To resolve the issue, the fse tightened the connection, and the footswitch operated as expected. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.